Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
Upon medical record review obtained for an unrelated event, it was learned the patient had an unresponsive episode during dialysis on (B)(6) 2015 and required CPR and hospitalization. Upon follow up with the patient care technician (pct) it was confirmed the morbidly obese end stage renal disease (esrd) patient with history of cardiac disease became unresponsive during hemodialysis, required CPR and was hospitalized. He returned to dialysis after the hospitalization. The pct does not have any product information at this time but stated there were no product malfunctions alleged or found. The machine was not evaluated but remains in service without issue. The bicarbonate was discarded. From medical records: the patient was receiving dialysis when his blood pressure dropped and therefore the patient fainted and became unresponsive for 1 minute. CPR was performed and the patient became responsive. He denied chest pain, dizziness, headaches, blurry vision, shortness of breath, neck or jaw pain.

Manufacturer narrative:
A clinical investigation reveals the following: the patient was unresponsive for one minute and required cardiopulmonary resuscitation. The patient has a history of atrial fibrillation and other cardiac issues. There was no information in the medical record that indicted a casual relationship between the fresenius hemodialysis device and concomitant products and the patient's event. The device was not returned to the manufacturer for physical evaluation. The customer was unable to provide the manufacturer w/the lot number of the natural bicarbonate used in the reported event. As no lot number was provided by the complainant, a record review was performed on each of the lot numbers shipped to the complainant in the three months leading up to the reported event. The batch production records for those lots were reviewed. The packaging components and chemical raw materials used in the manufacture of the identified lot were reviewed. A retrospective record review did not identify any non-conformance reports and/or abnormalities during the production of the sap identified lots that could have caused or contributed tot he reported event. The naturalyte bicarbonate product is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met these requirements. A definitive conclusion regarding the involvement of the product could not b e reached without a physical examination of a complaint sample. Per the documented product investigation, there was no indication that the fresenius naturalyte bicarbonate caused, contributed to or was a factor in the reported event.